Manufacturer narrative:
(B)(4). Pump was received with blank display due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring of insulin pump got fluid under the screen and in the battery compartment. The customer stated that the backside of insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.